Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was in the left main into circumflex artery. The device was inspected before use with no issues noted. The stent struts were noted to be lifted when attempting to cross the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion in the circumflex (cx) artery. It was reported that the stent failed to cross the lesion and stent deformation occurred with struts noted to be lifted. The procedure was completed using a 2.5x8mm resolute onyx stent. No patient injury was reported.